Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains outside of volumetric specifications. Internal and external inspections were performed and the device passed. A volumetric accuracy test was performed and the device failed. The door piston foam was inspected and found to be deteriorated. The door piston foam was replaced and the device passed a manual volumetric accuracy test. The device failed this test once more with the original foam reinstalled. A manual temperature test was performed and the device passed. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated door piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.